Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss; however, no hole could be identified. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.